Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report#: 2183959-202-00924. It was reported that on (B)(6) 2009, an elevate anterior apical system with intepro lite was implanted to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that, after and as a result of the implanted mesh, "the plaintiff has suffered severe and permanent bodily injuries, mental and physical pain and suffering and has experienced dyspareunia, infections and pelvic pain, and has undergone a mesh revision procedure due to mesh erosion on (B)(6) 2011." It was also alleged that the plaintiff will likely in the future undergo corrective surgery and hospitalization, including, but not limited to, operations to locate and remove mesh, to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, and operations to remove portions of the female genitalia.